Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21312. It was reported the pt experiences pain at the ipg site when stimulation is increased. Reprogramming was unsuccessful. It was reported x-rays will be taken as the next course of action. Follow-up identified during a subsequent reprogramming session, the pt reported that he experiences pain near the stomach as well. The sjm representative believes the pain may be attributed to dorsal root stimulation. The pt stated he experienced the same sensation with the trial system. It was reported the pt is receiving effective stimulation along his pain pattern. At this time, there is no planned course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.